Event description:
It was reported that the patient's battery could not be interrogated in preop due to battery depletion. High impedance was observed after the battery was replaced. The patient will be referred for lead revision. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
D4, corrected data: initial report inadvertently omitted lot number of suspect device.h4, corrected data: initial report inadvertently omitted manufacturing date of suspect device.